Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette the correct amount of lyse buffer in well positions b9, c9 and d9 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.